Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 04.005.530, lot # l743417, manufacturing site: werk mezzovico, release to warehouse date: january 20, 2018. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Visual inspection: lockscr ø5 l40 f/nails tan light green (p/n: 04.005.530, lot #: l743417) was returned and received at us customer quality (cq). Upon visual inspection, it was observed the threaded end of the screw was broken. Rest of the screw shows normal wear consistent with the device use which would not contribute to the complaint condition. Additionally, foreign material which could be the bone residue, was observed on the device. No other issues were observed with the complaint device. The reported condition of embedded device could not be confirmed as no evidence/x-rays were provided. Device failure/defect identified? Yes. Dimensional inspection: specified dimensions: shaft diameter result: conforming measurement device: caliper. Document/specification review: current and manufactured 5.0mm locking screw was reviewed. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion the complaint could be confirmed for the returned device. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied on the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown screws: nail distal locking/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the patient underwent a procedure to remove a lateral femoral nail due to the distal locking screws breaking. One screw was broken into two (2) pieces, the other into three (3). 1 part was left in the patient. The patient required an additional surgery to remove the broken device and insert a new lateral femoral nail with new screws. This report involves one (1) screws: nail distal locking. This is report 1 of 2 for (B)(4).